Event description:
It was reported that o an unknown date (approximately two years ago), the patient underwent lumbar fusion from l4-s1 . Post-op, upon reviewing the x-rays it was noted that the two sacral screws were broken. The patient underwent a revision surgery. The surgeon was able to remove screw heads but the remainder broken screws were left implanted in the patient. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and the device evaluation is pending.